Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(6) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k091973. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(6) reference number (B)(4), medwatch number 0001822565-2018-01952. Remains implanted.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and subsequently now is experiencing pain, difficulty walking, and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: if follow-up, what type. Correction: date of report, PMA/510k. Please disregard this report, the item#: 0100181560 can be considered as an associated product. For the investigation result please refer to 0009613350-2018-00489-1. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).